Event description:
Customer had a fasting blood glucose comparison performed. The device result was in the 200's mg/dl. The customer is unsure of the lab result but states there was 22% difference. The customer was subtracting 20% from their readings and dosing medications. Controls were in range. A request was made for the return of the suspect device and replacements were sent.